Event description:
(B)(4). Clinic notes were received for review in regards to a vns patient. It was reported that on (B)(6) 2012 she was a (B)(6) female who developed seizures around the age of (B)(6). She believes (that these were a result of a bump on the head). She has gtc, and she has myoclonic seizures that are described as myoclonic jerks that can occur at anytime of the day, her gtc are increased with stress, especially while she was married. They tend to occur during the day and around her menstrual cycle. They are more frequent if she misses sleep, and they used to occur upon arising-from sleep when she was young. She is currently on lamotrigine, zonegran, an topamax, in combination with a vagus nerve stimulator. On this cocktail of medications, she had no seizures for over one~and-a-half years, but then started having them again without a change to her AED medications. She also takes something at bedtime, which helps her sleep, as she is very sensitive to sleep deprivation, and ensuring that she gets adequate sleep is very helpful to her. She also is very sensitive to stress and has anxiety. The patient's medications were going to be titrated. Good faith attempts are have been made to obtain further details about the reported event. Thus far no further information has been attained.

Manufacturer narrative:
Describe event or problem corrected data; 92171 typed in error.

Event description:
No further information has been attained about the patient's reported seizures.